Manufacturer narrative:
(B)(6). The subject device was received and evaluated. Device evaluation found leak from a-rubber due to cut. The reported issue of " leakage on a-rubber ( insertion tube/bending section)" was reproduced. In addition, evaluation found the device nozzle was clogged with foreign material, nozzle noted deformed. This conditions attributed to insufficient cleaning, handling issue. Furthermore, the following defects were identified during device inspection: right/left knob, grip, electrical contact of video connector noted dirty ( attributed to handling, insufficient cleaning issue ). Objective lens has a scratch, has chip. Adhesive around objective lens has wear. Adhesive on a-rubber noted detached. Distal end has a scratch. Image guide (ig) protector noted shaved. Scratch noted on s-connector, grip, universal cord, video connector. Angulation out of specifications. Play observed. Universal cord noted with discoloration. Due to clogging of nozzle, water removal ability does not meet the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device found with leakage on a-rubber ( insertion tube/bending section) . The issue found during reprocessing. No harm was reported. No patient involvement reported. No user injury reported. Device evaluation found the device nozzle was clogged with foreign material. This report is being submitted for clogged nozzle with foreign material found during device evaluation (insufficient cleaning, handling issue).

Manufacturer narrative:
This report is being supplemented to inform correction to g3 of the initial medwatch. The aware date should be 11-nov-2022 and not 23-nov-2022. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that due to physical damage to the equipment, foreign particles and dirt were unable to be removed as reprocessing may have been unable to be completed. Olympus will continue to monitor field performance for this device.